Event description:
It was reported that the customer was in the hospital while wearing the insulin pump and requested to take off the settings on the device, but the insulin pump was alarming auto off. It was found that the customer received two auto off alarms the night before and one alarm on the day of the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.